Event description:
While doing a thorascopic lung resection the endo gia stapler and staple load malfunctioned. New load opened and still malfunctioned. New handle, new load opened and it worked as expected.manufacturer response for stapler, surgical, endo gia ultra: other facilities have had similar problems and have been in contact with the manufacturer.